Manufacturer narrative:
Date of event: possible event date mid (B)(6) 2018.

Event description:
Information was received that a smiths medical portex epidural catheter was too stiff, causing vascular penetration. No additional adverse patient effects were reported.